Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e350 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot e350 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photo and smartcard analysis has been conducted for this complaint. A review of the photo confirmed the blood spray on the centrifuge wall, which indicated that the leak was near the upper bearing stop. The root cause of what led to the marking on the drive tube could not be determined through photo investigation. Review of the data recorded on the returned smartcard confirmed the reported occurrence of several collect pressure ID alarms as well as several system pressure and return pressure alarms. The review of the data could not determine the cause for the reported alarms. Material trace on the drive tube used to manufacture this lot found no nonconformances. Review of the device history record (DHR) did not show any related nonconformances or trends, and this lot has successfully passed lot release testing requirements. No further action required. (B)(4). Device not returned.

Event description:
Customer called to report many collect and return pressure alarms, due to access early in the procedure. Customer then reported at about 1 liter processed, she noticed very small drops that could potentially be blood on the glass of the centrifuge chamber. There was no blood leak alarms that occurred. Customer then went into early buffy coat at this point and successfully collected the buffy coat, when the bowl was stopped customer opened the centrifuge bowl for a closer inspection. Customer determined there was a small blood leak coming from the top part of the drive tube. Customer then aborted the treatment without blood return to the patient. Customer reported to be cleaning out the centrifuge chamber, loading a new kit and will be putting patient back on the same instrument. Pictures have been provided, however the kit will not be returned.